Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005, and mesh and matrix were implanted; and on (B)(6) 2012, miniarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent excision of mesh and revision of cuff on (B)(6) 2012 due to exposure and pain. It was reported that the patient underwent removal of mesh and ovary on (B)(6) 2013 due to bleeding and pain. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with placement superior pubic tube, tah/ left salpingo oophorectomy and cystoscopy; due to stage 3 uterovaginal prolapsed, stage 3 anterior vaginal prolapse, stage 2 posterior vaginal prolapsed and urodynamic sui with urethrovesical junction hypermobility.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.